Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient stated that they experienced tooth mobility, periodontal disease, posterior open bite, bone loss, root resorption, and worsening crowding due to byte retainers.